Manufacturer narrative:
Stryker evaluated the customer's device and was able to duplicate and verify the reported issue. Investigation determined the device had a faulty control panel. The hood, which includes the control panel, was replaced to resolve the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted stryker to report that the buttons on their device's control panel were not working. In this state the device may not be able to provide compressions. If a device does malfunction, the device operating instructions indicate that the user is to perform manual chest compressions. There was no patient involvement reported with the event.